Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred. Multiple attempts were made to follow up with the customer to perform troubleshooting, but tandem technical support was unable to make contact.